Event description:
Healthcare professional reported right side pain, rupture, and capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 31jul2024. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The healthcare professional reported right-side pain and rupture. The device remains implanted.

Event description:
The patient reported right-side pain and rupture. Capsular contracture baker IV was later reported . The device remains implanted.